Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
The patient reported the needle mechanism did not deploy and the patient removed the pod. While attempting to activate a new pod, the previous pod deployed late, indicating a needle mechanism failure occurred. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The pod arrived fully deployed. No problems were found with the needle mechanism, though it could not be determined when it deployed. The cause of the reported needle mechanism complaint could not be determined.